Event description:
The programming handheld and related software were received by the manufacturer for analysis. An analysis was performed on the returned handheld, and the reported allegation was not verified. The handheld was able to power on and off with no observed anomalies. During the analysis, it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician¿s programming handheld would not turn on. It was reported that the handheld was plugged in and charged, but the handheld would still not turn on. Good faith attempts for additional relevant information have been unsuccessful to date. A replacement product was provided as replacement. The handheld has not been received by the manufacturer to date.

Manufacturer narrative:
.